Event description:
It was reported the device exhibited an error, service 0. It is unknown if there was patient involvement.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found cracked housing, a damaged latch, and a damaged dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to the pump being due for maintenance. The device was serviced. Additionally, the rtc battery, dso sensor, latch, rear housing, and front housing were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.